Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery was provided for review, however, a photograph of a device for a similar report was provided to the edwards representative for comparison. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. In this case, the complaint was not able to be confirmed as neither the device nor applicable imagery was returned. Due to the unavailability of the device, engineering was not able to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported through case notes the balloon did not inflate at all. It was also reported that the patient had 'normal calcification' on the landing zone. Calcification can present a challenging condition for the balloon during valve deployment. Calcific nodules within the landing zones can impinge on the balloon and compromise the balloon wall structure. It is possible that calcification in the patient's vasculature caused damage to the balloon and thus led to the reported complaint event. Additionally, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Performing valve alignment in a non-straight section can cause the valve to 'dive' into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. Without a returned device or imagery, the source of leakage and degree of calcification and tortuosity is unknown. Although a definitive root cause was not able to be determined, available information suggests that patient factors (calcification) and procedural factors (high valve alignment forces) may have contributed to the complaint event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), a 26mm sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach. During valve deployment, when trying to inflate the valve, the balloon burst. The system was retrieved without issue. A new valve and delivery system were prepared and used for the procedure. At the time of the report, the patient was doing fine and in stable condition. The native annular diameter was not provided. The degree of calcium in the landing zone was reported as normal.